Event description:
The technician alleged the beds safe view lights will not turn on. No pt impact.

Manufacturer narrative:
The technician found the left hand side rail cable is damaged and bare wires are exposed. The technician replaced the side rail cable to resolve the issue.